Event description:
On (B)(6) 2017, the patient underwent endovascular repair of left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. An iliac branch component (ceb231210a/(B)(4)) was placed in the left common iliac artery and an internal iliac component (hgb161007a/(B)(4)) was placed in the left internal iliac artery. Then a trunk-ipsilateral leg component (rlt231412j/(B)(4)) was placed just below the left renal artery. A contralateral leg component (plc181000j/(B)(4)) was placed in the right side and another contralateral leg component (plc231000j/(B)(4)) was placed in the left side as a bridge device between the trunk-ipsilateral leg component and the iliac branch component. All stent grafts were successfully placed and ballooning was performed. Procedural angiography revealed a proximal type I endoleak. An aortic extender component was placed. It was confirmed that the endoleak was reduced. The procedure was completed. The patient tolerated the procedure. It was reported computed tomography images (date unknown) revealed enlargement of the left common iliac artery aneurysm without endoleaks. On (B)(6) 2018, re-intervention was performed. The left internal iliac artery was coil embolized and an additional contralateral leg component was placed in the flow divider of the trunk-ipsilateral leg component and extended into the left external iliac artery. A type ii endoleak in abdominal aorta was observed, but no further treatment was required. The patient tolerated the reintervention. The configuration of the left common iliac artery aneurysm was like two aneurysm connected - one above the other. Originally, the diameter of aneurysm above was approximately 50mm and aneurysm below was approximately 46mm. Then it became approximately 47mm for the aneurysm above and approximately 60mm below. Only the aneurysm below became enlarged. There was no endoleak into the aneurysm observed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.